Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter .

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph (5.0 mg/ml at 0.4996 mg/day) and bupivacaine (5.0 mg/ml at 0.4996 mg/day) via an implantable infusion pump. The indication for use was noted as malignant pain. It was reported the patient reported having an increased headache when up on (B)(6) 2017. It decreased with laying down. The patient had a headache, nausea and vomiting. Examination on (B)(6) 2017 revealed the patient's headache improved when lying down. A surgical intervention of an epidural blood patch on (B)(6) 2017 was performed. The event required in-patient or prolonged hospitalization. The clinical diagnosis was spinal headache related to cerebrospinal fluid (csf) leak from intrathecal pump implant. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as not related to the device or therapy and related to the implant procedure.

Manufacturer narrative:
All previously reported method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event date was updated to (B)(6) 2017. The outcome of the event was update to resolved without sequelae on (B)(6) 2017. No further complications were reported.